Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the device found it was returned deployed and missing its plunger. The suture was still loaded within the device with the posterior needle tip, undamaged and ejected from the plunger, with approximately 1 inch of suture exiting the guide tube. The posterior cuff was still loaded within the posterior foot pocket with the link and anterior cuff attached. The anterior cuff was outside of the anterior foot pocket and was damaged with bent tabs consistent with anterior needle detachment. All the tabs were present. There was no detected foot or guide damage. The suture was removed from the device without any detected resistance and approximately 20.5 inches of suture was retrieved and it was undamaged. There was no detected device handle assembly damage. A proxy plunger was inserted into the device to test for needle trajectory. The test was successful with both needles entering their respective foot pocket and the posterior cuff being ejected from the posterior foot. The probable anterior needle to cuff detachment is only an observation and not a failure mode as the detachment was the result of the posterior needle to cuff miss leaving the posterior cuff in the posterior foot not permitting unrestricted plunger/suture removal from the device. This led to high stress forces applied to the anterior needle and anterior cuff union and eventually detaching from each other. For the posterior needle to cuff miss, a cuff-miss can be influenced by many factors, including, but not limited to, manufacturing, failure to position and maintain the device at a 45 degree angle throughout deployment, rotating the device at any point during plunger/needle deployment, deployment in challenging anatomies (e.g. Heavy calcified arteries, morbidly obese patients, etc.), aggressively deploying or removing the plunger and/or inadequate positioning of the foot against the arterial wall. Based on the analysis of the returned components the reported needle to cuff miss is confirmed. Additionally, a second device was used successfully, indicating the physician is proficient in the proglide device deployment. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot. A definitive root cause for this incident could not be determined; there does not appear to be any indication of a lot specific product quality deficiency. This type of reported event will continue to be monitored.

Event description:
It was reported that a physician, trained in the use of the proglide device, attempted arteriotomy closure of the right common femoral artery after a diagnostic heart procedure. Reportedly, during plunger retraction the suture did not come out. The device was removed and a second proglide was used to achieve hemostasis. There were no adverse patient effects. Though requested, no additional information was provided.